Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital biomedical engineer confirmed there was a leak in the bag/vent switch causing a intermittent loss of pressure. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was unable to build pressure in bag or vent mode of ventilation during a case. The unit was swapped out with another unit to proceed with the case. No report of patient injury.